Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysiswas performed and no anomalies were found. No issue was identified that required full analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead implanted on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient has expired. Ten days prior to the patient's death it was reported that the right ventricular (rv) lead perforated the myocardium and the patient was experiencing cardiac tamponade. A lead replacement was planned but never initiated. The patient expired on the implantable pulse generator (ipg) system. A cause of death was requested but remains unavailable.

Event description:
It was further reported that the patient expired due to natural causes of hypertensive cardiovascular disease. Contributing factors were noted to include "complications of pacemaker implantation and revisions for heart block."